Manufacturer narrative:
(B)(4), the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt100 adult breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection revealed no damage to the returned breathing circuit or the dryline. The leakage test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. All rt100 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt100 adult breathing circuit state the following: "check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a rt100 adult breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to mr. (B)(6). Section g4: rt100 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt100 adult breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection revealed no damage to the returned breathing circuit or the dryline. The leakage test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. All rt100 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt100 adult breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a rt100 adult breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt100 adult breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a rt100 adult breathing circuit failed the ventilator leak test before use. There was no patient involvement.